Event description:
Healthcare professional reported right side rupture, "patient had pain" and exchange from textured to smooth due to patients concerns with the product. Additional report of capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture, "patient had pain" and exchange from textured to smooth due to patients concerns with the product. Healthcare professional additionally reported capsular contracture baker grade unknown. Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken on posterior side assessed as surgical impact. (Shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: wear abrasion was observed. No further actions are required as no manufacturing issues are observed.